Event description:
It was reported that the customer was hospitalized for dka. Prior to the incident the customer indicated that their neck and chest were itching. Troubleshooting was conduated and the pump did not alarm no delivery during the high pressure test.